Event description:
Caller reported a malfunction on the pump with a malf 12 code. There was no reported impact to the customer's blood glucose level. Customer continued to use the current pump despite the malfunction and was informed by cts that a replacement pump with updated software would be sent, along with instructions for putting the old pump into storage and returning it. Caller acknowledged the resolution steps provided by cts.